Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01870-01 / 01871).

Event description:
Patients left hip was revised due to metallosis approximately five years post-implantation. Revision operative report indicates metallosis and inflammation was noted during revision procedure. A debridement was performed to remove the affected area. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157850, m2a-magnum pf cup 50odx44id, lot 151140; 139256, m2a-magnum 42-50 tpr insrt std, lot # 949800; 103202, taperloc por fmrl 7.5x135, lot # 553300. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch.